Manufacturer narrative:
The device was evaluated by the provider. The provider made adjustments to the programming and is replacing the right legrest due to damage incurred during alleged incident. The device is working properly.

Event description:
Alleges consumer broke her right leg when she got it pinned between the chair and a wall.